Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found down in his hospital room and his pump was alarming. When the nurse arrived, all of the connections of the patient's equipment were checked and the power module patient cable was found to be unplugged from the power module. The nurse reconnected the patient cable. All of the connections to the system controller, and the power module patient cable connection to the power module were checked and found to be functioning. The pump was interrogated and showed that the patient was reconnected to the power module according to the time on the system monitor. The driveline dressing also appeared torn off and the driveline had been slightly pulled out. At a later time, it was noted that the patient's blood pressure (bp) was 70. It was later reported that the hospital's biomedical engineers exchanged the power module patient cable, but did not find anything wrong with the cable. The patient was later discharged and is doing well at home.

Manufacturer narrative:
Usage of the device: the usage of the power module patient cable (14 volt) is not known to the manufacturer as the patient cable is not labeled for single use. The manufacturer received the user facility report ((B)(4)) from the (B)(6) registry. The power module patient cable was not returned to the manufacturer for evaluation, as the hospital staff disposed of it. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.